Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer intentionally delivered a meal bolus, but then got busy and accidentally forgot to eat. The customer's blood glucose (bg) level subsequently decreased to 48 mg/dl. The customer drank a 16-ounce bottle of mountain dew to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.